Event description:
The product complaint report shows the customer alleged the audible alarm to be inoperative. The customer inspected the device and tightened a loose crimp on the utility harness. There were no parts replaced. The customer verified no pt involvement. It is not verified that the audible alarm was inoperative, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.